Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed external inspections. Volumetric accuracy testing was performed and the device failed. Temperature testing was performed and the device passed. The device was able to power on properly with no issues. The door assembly was inspected and found a cracked door piston and deteriorated piston foam. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The cause of the reported issue was determined to be the deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.